Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There is no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The patient has many chronic health issues including heartand lung weakness. Severity was reviewed by the pms clinical expert due to the requesting a replacement device because the "patient has many chronic health issues including heart and lung weakness, patient needs a device asap." This event is assessed as not related to the device in this case, and therefore is not a reportable injury. Rationale: this "chronic health issues" information is listed past medical history and was provided per the recommendations of philips and the FDA as part of the device replacement prioritization process and reasons they require a replacement. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.      Section h6 updated in this report.